Manufacturer narrative:
Paradoxical hyperplasia (ph) is a potential adverse event noted in product labeling. The coolsculpting user manual describes ph as an uncommon increase in tissue volume at the treatment site, appearing two to five months post-treatment and possibly requiring surgery. Ph is not linked to device failure but is included in risk management as an inherent risk of cryolipolysis. A supplemental report will be provided if more information becomes available. Clarification to partial date of occurrence: 10 months after treatment.

Event description:
Healthcare professional reported ph (paradoxical hyperplasia) to the flanks after treatment to the full abdomen and flanks while using applicator curve 150 for the coolsculpting elite system. Symptoms appeared approximately 9-10 months after treatment. Healthcare professional later reported "right flank had hard tissue and redness".